Event description:
It was reported to philips that the c-arm geometry movement was not working. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was completed in another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm movements were unavailable. A review of the system logfiles found that the clea propeller was not calibrated. Upon troubleshooting actions, fse identified that the amc motor was faulty, and the clea 2 motor had lost its calibration. Fse replaced the amc module assembly and clea2 propeller and performed frontal stand calibration. After replacement, the system was returned to use in good working order.